Manufacturer narrative:
(B)(4). Customer complaint of the needle separation could be confirmed by the photo provided by the customer. However , without the physical sample, a full investigation could not be completed. A device history record review was performed , and no relevant findings were identified. Without the device to evaluate, the complaint could not be fully investigated , and the probable cause could not be determined from the available information. Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the needle of the catheter fell off from the catheter itself without any impact nor force. Fortunately , it fell off after we have removed the needle from the patient and while it was placed on a flat surface of a table. There was no harm to the patient. The insertion was successful thus, another product was not needed.